Event description:
Femoral artery occlusive device was retained and was unable to be removed from the femoral artery. This required surgical intervention to repair the right femoral artery, right femoral vein, and removal of device. 2 of the 4 needles came out in the usual manner and the other 2 needles were stuck in the subcutaneous tissues alongside the femoral artery. The catheter in the femoral artery was also stuck and could not be removed, and this device was in the artery itself.